Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-21008 and 1627487-2013-21010. It was reported the pt discontinued charging her ipg approximately a year after implant due to experiencing pocket heating while charging. The pt turned her scs sys off due to ineffective therapy and would like to have the sys explanted. The pt does not have a pain physician and is working on locating a physician to address this issue. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.